Manufacturer narrative:
No information provided. Model and serial number information not provided by customer. The device has not been returned by the customer. Analysis is pending based on receipt of device from customer. Review of product's 2-year complaint history found no statistical trends. Complaints were also reviewed for reported product lot 18170j and found no other complaints against this lot code. Without the product being returned from the customer for evaluation, root cause can't be determined at this time. Biocompatibility test results during product design confirm the biocompatibility of the 3m¿ nexcare¿ absolute waterproof tape for intended use. In addition to performing clinical studies, 3m¿ monitors its medical devices with manufacturing controls, including in-process specifications, release specifications and testing.

Event description:
A female customer first applied the referenced tape on (B)(6) 2018, to support the patella area of her right knee. The woman reported she had an athletic injury and regularly used athletic tapes on the area for support. No skin preparation was conducted. No lotion was applied prior to application. The tape was applied starting at the bottom of the patella and curving around to the top. The following morning, the woman alleged she woke up in pain. She alleged it felt like the tape was pulling her skin. She alleged experiencing a burning sensation. When slowly removing the tape, she alleged it appeared the tape had "eaten at her skin" causing skin burn like sensations and three swollen blisters. She reported one blister was approximately the size of a dime. The woman alleged her skin looked shriveled, like it had burned. The woman reported the blisters formed shortly after tape removal. She reported the outline of the tape could be seen within the affected area. Later that same day, the woman reported the blisters burst open, began bleeding, and started to itch. No known allergies were specified. Organic healing balm was applied initially to the affected area. The woman reported the balm application appeared to make the affected area itch more. The woman visited a doctor on (B)(6) 2018. The doctor prescribed a strong hydrocortisone cream. On (B)(6) 2018, she reported that affected area was still itchy and hydrocortisone cream was still being applied. The woman alleged scars from the tape remain on her leg.

Manufacturer narrative:
Added UDI #. An expiration date is not listed on this product.